Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the returned device was received by the quality department. The device was in a plastic bag with the outer "disinfection tag". The device received was not functional. One arm button was missing from the device. The handle on the device did not function properly. Also, the jaws on the device were bent. The device did not arm or trigger during the functional testing. All other components were intact. The device was taking apart to locate any issues. When the device was taking apart, all components were visually in good condition. The DHR was reviewed. All operations and documentation were completed, and no problems were found. The device was manufactured on june 30,2022. The cause of the damaged device is undetermined. The device could have sustained damage when it was returned to manufacturer from sterilizer. It is feasible that the device was damaged during overseas shipment. It is also possible that the arm button detached due to a design flaw, and this is outside the control of the manufacturer. The root cause is unknown, and no corrective actions are necessary currently. Effecti veness review not needed since no actions were taken." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "no patient injuries, issues. No issues completing the case. Device malfunctioned right out of the box. Grasper ratchet switch fell off on both sides of the device. One of the jaws also bent when grasping device".

Event description:
It was reported that "no patient injuries, issues. No issues completing the case. Device malfunctioned right out of the box. Grasper ratchet switch fell off on both sides of the device. One of the jaws also bent when grasping device".

Manufacturer narrative:
(B)(4).